Event description:
The customer reported that there was a popping sound, and the system shut down during extended fluoro use.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep cleaned all contacts/connections for low voltage supply. He adjusted the power supply for 5vdc and rebooted the system multiple times without error. The system is operating as intended.